Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.2 is unable to open and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was failed to open and required maintenance. A field service engineer replaced the half height cubie drawer controller boards; however, the lower half height cubie drawer continued to fail, replaced the cubie drawer retractor band and cable, which resolved the issue, successfully tested and recovered all pockets and verified full drawer functionality. The system functioned as intended after the field service engineer repaired the device.